Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete was returned in one piece with the helix found extended, offset and clogged with blood/tissue. Visual and x-ray examinations found the helix was offset consistent with procedural damage. The cause of the reported event was isolated to the helix being offset and clogged with blood/tissue.

Manufacturer narrative:
Correction - update to h6 coding.

Event description:
It was reported that the patient presented for a surgical procedure and during the procedure the lead's helix would not attach to the atrium tissue. The lead was exchanged and the implant surgery concluded successfully. The patient was noted as being stable.